Event description:
The haptic of the lens bent while it was being inserted into the patient's eye using the delivery device. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00596 for delivery device used with this lens.